Event description:
Endoscopy provider placing a clip on a colon polyp site that was removed with a cold snare, the clip was placed, and fired, but the clip would not come loose from the handle. After over 30 minutes of trying to get it off, the clip itself pulled off the tissue. Minimal bleeding at the site. Another surgeon was contacted to verify that there was not a perforation at the site. The site was also tattooed by the provider to make sure we could see where the site was. Provider spoke with the patient afterward and let him know what to watch for. The provider offered to have him spend the night in the hospital for observation, but the patient did not want to and felt comfortable going home. The rep for that company was notified and the clip was kept so they could see what had occurred.